Event description:
During a pathfinder surgery, the sleeve based forceps reducer bent/broke during compression of the construct. The event contributed to a 2 hour extension of surgery.

Manufacturer narrative:
Investigation is pending.